Manufacturer narrative:
(B)(4). One cord was received at covidien for evaluation. The black connector showed signs of arcing. The high resistance connection present between the resectoscope electrode and connector socket lead to sparking and a hole in the instrument connector side (black connector). This would have contributed to the customers report of the cord not working. The cord failed hipot testing. This was found to be a supplier process issue. The supplier who made this part is no longer used by covidien and a new supplier has been qualified to produce this connector housing. No similar failures have been reported since changing to the new supplier.

Event description:
The customer reported that during a gynecology procedure, the pt 'jumped' some time during use of the product. The cable was checked and the operating team noticed it had melted. Subsequent to the original complaint we received new information on (B)(6) 2013 that the cord failed hipot testing during the initial investigation.